Event description:
The customer reported a false negative alinity I total b-hcg result on a patient. The following results were provided: on (B)(6) 2025, sid (B)(6) = < 2.30 miu/ml, repeat = > 15,000 / autodilution = 27,803.59 miu/ml. No impact on patient management was reported.

Manufacturer narrative:
A complaint investigation for a false negative result for alinity I total b-hcg included a review of trending data, labeling, device history record, field data, and a complaint search. No customer returns were available for evaluation. The complaint data for the product identified normal complaint activity for the complaint issue and no trends were identified. Labeling review concluded the labeling adequately addresses the issue. Customer field data was used to assess the performance of the alinity I total ss-hcg assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A device history record review did not identify any non-conformances or deviations. Additionally, a review of the instrument message history log by the abbott technical engineer showed that the initial barcoded sample (B)(6) was placed in the incorrect rack position, therefore confirming a misplaced / mislabeled sample. Based on the results of this investigation, alinity I total b-hcg, lot 65692ud00 is performing as expected and no systemic issue or product deficiency was identified. Updated d4 lot#, primary UDI and expiration date,

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-20 that has a similar product distributed in the us, list number 7p51-21, with 510k/PMA/bla number k170317.

Event description:
The customer reported a false negative alinity I total b-hcg result on a patient. The following results were provided: on (B)(6)2025, sid (B)(6) = < 2.30 miu/ml, repeat = > 15,000 / autodilution = 27,803.59 miu/ml. No impact on patient management was reported.